Manufacturer narrative:
(B)(4). Date sent: 4/23/2026 d4 batch #: c4e60t resubmission of 1527736-2007-06273 pi1-3iqoxd date sent: 09/21/2007 a1,2,3,4; b6,7: information not provided during initial contact. H6: information anticipated, but unavailable at this time d4 serial number = na.

Event description:
Do not process. Sent for deletion.